Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a farawave was selected for use. Flushing was tested prior insertion, and no issues were noted. During procedure, when exchanging for mapping catheter to remap noticed that catheter wasn't flushing even though pressure bag was wide open. It is unknown at what point during the procedure it stopped flushing. The catheter was replaced, and procedure was completed with no patient complications. The device is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.